Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurse was called into the adult patient's room by the patient's spouse to state that there was fluid on the floor near the patient's chair during a carboplatin chemotherapy infusion. Upon assessment, the nurse found that the tubing set filter was leaking. The nurse donned the appropriate ppe, disconnected the tubing set from the patient and returned the tubing set and IV bag of carboplatin to pharmacy to have a new tubing set primed in order to complete the infusion. The patient and the patient family member were moved into a different room and the chemotherapy spill was cleaned per their hospital protocol. It us unclear how much volume of the carboplatin infusion leaked onto the floor. The customer further stated that there were no adverse effects caused to the patient, patient family member or the nurse from the event.